Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal a tampon unraveled and fell apart. She experienced dizziness and was lightheaded. She manually removed the tampon pieces and pieces also came out during urination. Her dizziness resolved an hour after the tampon pieces were removed and she was doing well.